Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating). If your t:slim pump has been submerged, check your pump for any signs of fluid entry. If there are signs of fluid entry, disconnect the set from your body, and contact tandem diabetes care customer technical support at (B)(6).

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, the customer observed air bubbles in the cartridge pigtail. Reportedly the customer is wearing the infusion set for 4 days, not removing cartridge air, and exposing the pump to perspiration/humidity. Tandem clinical support informed customer that wearing the infusion set for 4 days, not removing cartridge air, and exposing the pump to humidity/perspiration, is off label per the user guide. Customer¿s blood glucose (bg) level was 300 mg/dl.